Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid path. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: material #309653 - batch #unkown it was reported there may be -foreign matter found within syringe. Verbatim: date (B)(6) 2022 . Bd 50ml syringes may contain debris problem: since the constituents of the debris are unknown, the harm to the patient is also unknown. The debris may cause toxic exposure and/or emboli. Ismp received a report of multiple bd 50ml syringes that have visible debris. Multiple pharmacy technicians have noticed the debris. The lot numbers were not recorded.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. It was reported there may be foreign matter found within the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister. The syringe has at the bottom part and adhered to the rubber stopper a white foreign matter. No other defects or imperfections are observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no sample analysis a probable root cause could not be offered.